Event description:
Fatigue, breast pain, blurry vision, neck pain, migraines, joint pain, insomnia, brain fog, numbness in limbs, muscle weakness, hair loss, dry skin, headaches every day, depression, swollen lymph nodes all over my body, night sweats, shortness of breath.